Event description:
The customer reported a clinical incident where the electrosurgical effect was greater than expected during a colposcopy. The generator was in use with a non-covidien hand-controlled pencil and a non-covidien return electrode. The surgeon had some difficulty removing a piece of cervix that he was trying to excise. The loop had become stuck and at one point he stopped mid-excision. The regular settings on this generator were 50 cut and 55 coag, but the surgeon ordered the cut setting to be increased to 60 and then to 70. The pt returned on two occasions with vaginal bleeding, and on her second return she was taken to the surgical theatre for examination and to stop the bleeding. It was also noted that she had received burns to the vaginal wall. The site reported that this surgeon will undergo further training and assessment before he performs any more lletz procedures.

Manufacturer narrative:
(B)(4). Initial report sent: (B)(4) 2012 under MDR number 1717344-2012-01099.. The incident generator was evaluated at an international covidien service facility, and nothing was found that would have caused or contributed to the reported event. A visual inspection found no notable defects. The generator passed all tests and was determined to be in good working order.